Event description:
Procedure: low anterior resection. According to the reporter: the surgeon detected a twist in the proximal portion of the anastomosis and had to "take down" the connection by resecting additional bowel distal to the anatomosis. The stapler was fired across the rectum and some of the staples were observed to be unformed. A bowel leak was immediately detected. Another firing of the same type load of the endo gia universal was applied successfully.